Manufacturer narrative:
Device passed rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm during bolus. Customer's blood glucose was 81 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.